Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a software error detection. The patient's blood glucose at the time of incident was 4.7 mmol/l. During troubleshooting the alarm was cleared and the priming process was completed. However, after programming a bolus into the air, the event failed to record in the daily history. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. However, pump error 53 alarm found in the insulin pump history due to software error. Insulin pump received with scratched case, pillowing keypad overlay, missing display window cover, end cap address label faded, and minor scratched lcd window.